Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 97 mg/dl and the sensor glucose was 44 mg/dl at the time of the incident. The customer also reported that the blood glucose level in the morning was 105 mg/dl and also reported that the blood glucose at the time of change sensor alarm was 102 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.